Event description:
Pt called lfs in 2003 alleging their ot ultra meter was missing segments. The pt did not report any high or low blood glucose symptoms while attempting to test. The issue was not resolve with troubleshooting. No further info was reported.